Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Device evaluation revealed that microscopic and tactile examination found no irregularities or defects in the distal shaft/hypotube. Microscopic examination revealed a full separation at the collar/shaft area. Microscopic inspection revealed the ptfe was fully pulled out from the collar and damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the collar of the device was almost detached. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 5-in-6 guidezilla guide extension catheter was selected for use. During percutaneous coronary intervention (pci), the guidezilla was able to be used. However, it was noted that when the device was removed, the collar part was almost detached. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good.